Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(6), is related to cases with patient identifiers (B)(6).

Event description:
It was reported that the transfer set did not properly connect to the headset and the patient experienced elevated blood glucose levels.